Manufacturer narrative:
The device was evaluated by ventec where the reported issue of no flow or pressure (i.e. No ventilation output) could not be confirmed. Proper device operation was observed through functional and performance testing. Ventec went into the device's settings and observed that preset #1 was set for use with a passive patient circuit and preset #2 was set for using an active patient circuit. If a preset is selected and the wrong patient circuit type was used, then the output will be very diminished with a higher than normal leak rate and very low exhaled tidal volume (vte) reading. As a result, it would be easy to construe this as a no ventilation output event without setting off any device alarms. The cause of the reported issue could not be conclusively determined.

Event description:
A distributor contacted ventec to report that their patient felt that the ventilator was not producing any flow or pressure. There was patient use associated with the reported event, however, there were no reports of patient harm as a result of the reported issue. The patient was placed on another ventilator for support. No further details about the patient or the event were provided.